Manufacturer narrative:
E1. (B)(6) hospital. E1. (B)(6).

Event description:
It was reported that the burr was stuck with the rotawire. A 2.00mm rotapro and rotawire drive were selected for use. During removal, the burr got stuck with the rotawire. The burr and wire were removed as one unit from the patient's body. The procedure was completed. There was no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the device was returned without the burr loaded on it. Therefore, no sign of jamming could be found. Additionally, the body of the guidewire was kinked. Druing microscopic inspection, spring tip was observed bent. No other issues were identified during the product analysis. E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that the burr was stuck with the rotawire. A 2.00mm rotapro and rotawire drive were selected for use. During removal, the burr got stuck with the rotawire. The burr and wire were removed as one unit from the patient's body. The procedure was completed. There was no patient complications reported post procedure.